Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator on (B)(6) 2014 that the patient's ldh had elevated to 1324 (he ranges from the 500-900's), and his urine was dark brown. The patient had also been experiencing left-sided chest discomfort since (B)(6) 2014. The patient was admitted for further evaluation. On (B)(6) 2014, the vad coordinator reported that when the patient was admitted he had an echo, CT angiography with 3d reconstruction and all were within normal limits. Labs were drawn (haptoglobin, iron studies, serial ldh etc.) And the patient was not clinically compromised and was told to increase his fluids. The patient was then discharged.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.